Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed because updated patient information was provided.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported this patient was scheduled for a device replacement. The day prior to the replacement procedure, this right ventricular (rv) lead was checked. High rv thresholds and pacing failure were observed. The rv thresholds increased from 1.5 v to 2.8 v. There was no issue with the rv impedance or amplitude. The cause for the clinical observations was unknown, so the physician decided to replace the rv lead as well during the device replacement procedure. It was noted a x-ray was performed, but no lead issues were observed. No additional adverse patient effects were reported.